Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents and no damage was noted to the isolation tape. The insulin pump passed the self test and the off no power test. The insulin pump passed all functional testing including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump was tested with a reservoir and no air bubbles were noted. The insulin pump was received with minor scratches on the display window, scratched reservoir tube window and a cracked reservoir tube lip.